Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient were unsuccessful. The recipient was last reported not using the device. The recipient remains implanted. A review of the device history record reveals no anomalies. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced head piece retention issues. Device testing was only completed partially due to pain in the mastoid and at the implant site. Device revision surgery is under consideration.

Event description:
The recipient was reportedly experiencing intermittent lock due to the skin flap thickness. The recipient underwent a skin flap layer reduction surgery.